Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a chronic total occlusion (cto) in the right coronary artery (rca) with moderate tortuosity and heavy calcification. An attempt was made to advance the progress 200t guide wire through the lesion with the drilling technique, but heavy resistance was noted with the cto. In the x-ray, it was visible that there was little space between the guide wire's distal tip and the proximal guide wire section. The physician removed the guide wire without resistance, and it was observed that the distal portion of the guide wire tip was separated during the drilling technique, and remained in the lesion. No attempt was made to retrieve the separated tip as it was firmly lodged in the cto. A confianza guide wire was then advanced but also could not cross to the lesion due to the anatomy. The procedure was aborted. The patient is fine. The distal tip of the guide wire remains in the lesion. No additional problems or intervention for the patient are planned to retrieve it. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported separation was confirmed. The reported failure to advance was not able to be confirmed in a lab environment as the difficulty was due to anatomical conditions. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.